Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the distal end of the gastrovideoscope had corrosion and the ultrasonic transducer was damaged. Based on the results of the investigation, a definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the distal end of the gastrovideoscope had corrosion and the ultrasonic transducer was damaged. There were no reports of patient involvement.